Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed. The cause was identified - the home patient stated that his catheter came apart from the patient line because they did not tighten the connection. The label review found the labeling adequate for the potential use error in this complaint. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during use dwell 2 of 4. The home patient (hp) stated that his catheter came apart from the patient line due to not being tightened onto the catheter. The baxter technical representative (tsr) explained the proper set up procedures and then explained the alarm and assisted the hp to cycle power off and on twice to clear the alarms. The hp then stated that he will finish his therapy with a manual exchange. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.